Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported impact to the customer¿s blood glucose level. The customer decided to continue using the current pump, and tandem technical support arranged for a replacement pump. The customer was also guided on putting the pump into storage mode before returning it and was advised to return the problematic pump using a prepaid label within 10 days.